Event description:
The mother's customer reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is away at camp and both parents and counselors are worried its the insulin pump. The customer was advise due to lack of confidence that we are sending replacement of the insulin pump. The patient was advised this may not resolved that issue. The customer will call back if the issue persists.

Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test due to faulty fsr (gold).unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.